Manufacturer narrative:
The calibration data is within expectations, but shows signal variations between reagent pack serial numbers. The quality control data provided is within specified range for both levels. The alarm trace is not suspicious. A causal factor for the issue could not be identified.

Manufacturer narrative:
The customer stated that they repeated the samples on a cobas e411 and the results were reproducible, no specific data or further clarification was provided. The fse changed the measuring cell and he adjusted the probe for the extra wash cycles. Based on provided qc data, a general reagent issues could likely be excluded.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable elecsys testosterone ii assay (testosterone) results for 3 patient samples tested on a cobas 6000 e 601 module. On the day of the event the customer noticed some high testosterone results. The customer questioned the results from 3 patient samples. Two of the patient samples had erroneous testosterone results. For patient 1 the initial testosterone result was 4.5 nmol/l with a repeat result of 2.9 nmol/l. For patient 2 the initial testosterone result was 1.9 nmol/l with a repeat result of 3.1 nmol/l. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The testosterone reagent lot was 278984 with an expiration date of 31-jan-2019. Further analysis of the calibration and qc data showed that a general reagent issues can very likely be excluded. The investigation is currently ongoing.

Manufacturer narrative:
The field engineering specialist performed decontamination of the analyzer, he changed the gear pump, and he performed performance testing. The customer states that everything seems to be okay. The customer had done precision testing on different samples with acceptable results. The investigation is currently ongoing.